Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 370 (mg/dl). Customer administered a correction bolus to treat their bg level; however, their bg level remained elevated and the customer was later admitted to the hospital for diabetic ketoacidosis. The customer was still in the hospital at the time of the call, and reported that they were being treated with intravenous insulin and fluids. Troubleshooting with tandem technical support indicated pump was performing as intended. Multiple attempts were made by tandem&#38112;technical support to obtain additional information; however, no additional information regarding this event was provided.